Manufacturer narrative:
Analysis of the lead found no anomaly.

Manufacturer narrative:
Other applicable components are: product ID neu_stylet_acc, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that during a lead implant procedure, the operating physician changed the stylet from the green/blue stylet to the green one and the green stylet "could not be positioned to the distal end of the lead." The physician then switched the green stylet with the original green/blue stylet, however "this one could not be positioned to the distal end too" at that time. It was stated that both stylets could only be moved into the lead to about 7 cm from the distal end; it was noted that this was where the lead's MRI shield ended. The physician then replaced the lead with a second lead which could be navigated as expected. The resulting positioning of the replacement lead was good. It was noted that there were "no factors known" to have caused the initial lead's issue. There were "no" surgical interventions planned or performed due to the issue and the patient was alive with no injury at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.